Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: port leak and/or damage.

Event description:
Healthcare professional reported unknown side "natrelle tissue expander would not completely fill, it unknowingly got punctured, but there were no ruptures or leaks. It just wasn¿t getting the volume needed." Device has been explanted.